Event description:
It was reported that a female luer lock adapter would not flow. This issue was identified during patient infusion. It also appeared that a slight volume of blood backflowed into the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in february 2021. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the reported no flow could not be observed. Retention samples were visually inspected and no issues or damages were observed. The retention samples were gravity tested and under water leak tested and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.